Event description:
It was that approximately three months post implant of the patient's competitor implantable cardioverter defibrillator (ICD) system with an antibacterial absorbable envelope the patient is experiencing a possible pocket infection as the pocket shows redness and swelling. The ICD system and antibacterial absorbable envelope remains in the patient. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).